Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating currents and passed self-test and off no power test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with crc check failed on startup alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 327 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error two months ago. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.